Event description:
The complainant alleged that a pt arrived at the emergency room dept within 5 minutes of arrest with CPR in progress. The device was attached to the pt via electrodes and pacer pads. The device displayed an asystole heart rhythm in all leads. The "acls" protocols were initiated. Within a few minutes, the decision was made to defibrillate the pt. The device was charged to 360 joules. The discharge buttons on the device were depressed for discharge. However, the clinicians felt that the energy was not delivered to the pt as there was no audible "voltage discharge plunk" and no pt movement during the discharge. The clinicians rechecked all connections and the device was again charged to 360 joules with the same results at discharge. Another device was obtained and it charged and discharged as expected. The pt was defibrillated a total of 9 times without difficulty. The pt subsequently expired, although the complainant indicated it was not as a result of the device malfunction, as the pt had an aneurysm measuring between 13-15 millimeters. The complainant indicated the device was tested earlier that day and passed the defibrillation self test. Subsequent to the event the device was tested again and delivered the appropriate energy.